Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic bronchofibervideoscope is having image problems; the picture is flickering and it is not clear. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight (8) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was confirmed. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the "no image" malfunction could not be identified. Olympus will continue to monitor field performance for this device.